Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The contact details for the initial reporter was not provided, therefore, no information was captured. No information was captured as the customer's age and weight were not provided.

Event description:
A diabetes educator called on behalf of the customer to report that the customer obtained blood glucose readings of 234 mg/dl at 12:23 a.m. And 207 mg/dl at 12:24 a.m. On the contour next link 2.4 meter. A repeat testing was performed at 12:25 a.m. With a non-ascensia meter and a reading of 506 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.